Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was 8f and the vessel was mildly calcified. Reportedly, the proglide foot plate was opened before the lever was engaged. A second proglide device was used and a cuff miss occurred. The aaa procedure was completed and hemostasis was achieved with four additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cuff miss incidents reported for this lot. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.